Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The blue hemostasis cap had detached from the sheath hub. Microscopic inspection revealed evidence of a weld on all sides of the sheath hub and at the hemostasis cap. Review of the device history record was not possible as the lot number is unknown. The cause of the hemostasis cap detachment could not be conclusively determined.

Event description:
This report is to advise of a detached hemostasis cap noted during analysis.